Event description:
The user facility reported that during preparation for use the main lamp did not ignite, and the spare lamp signal light turned on. The hospital technician replaced the main lamp with a new xenon lamp. The broken main lamp had 400 hours used. There was no patient injury reported. This is related to complaint number with patient identifier number (B)(6) which is for the xenon lamp.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not find any functional problem. The device meets all limits in the inspection procedure without any visible damage. Based on the technical report, the reported defects were likely caused by normal wear and tear or customer¿s handling. The device was serviced and returned to the user facility. The exact cause of the reported event cannot be determined at this time. The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event was caused by a main lamp failure. However, the specific root cause could not be determined at this time. The following information is stated in the instructions (IFU): "handle the lamp carefully. Do not apply excessive force or scratch the examination lamp. The glass surface may crack, the lamp life may shorten, or the light source may be damaged due to the high pressure inside the lamp. When replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp's heat efficiency will be impaired, and the examination lamp life will be shortened significantly." Olympus will continue to monitor field performance for this device.